Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation since it was reportedly discarded by the user facility. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. The case will be closed from olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during a therapeutic transurethral resection in saline (turis) procedure, the ceramic insulation at the distal end of the inner sheath broke apart inside the patient. However, no fragment remained inside the patient since it was reportedly retrieved. Also, it was reported that the inner sheath had been inspected before the procedure and that no abnormalities or irregularities were detected at that time. There was no report about an adverse event or patient injury.